Manufacturer narrative:
(B)(4). Batch # r5848v. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was loading with staples. Further analysis of the device showed that the trocar was damaged not allowing the anvil to properly detach from the device. Once the anvil was detached from the device it was difficult to attach it again. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrointestinal procedure, could not assemble device. During the open gastrointestinal surgery, could not assemble the anvil and gun. Another device was used to complete the surgery. There were no adverse consequences to the patient.